Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left breast implant saline mentor smooth round moderate profile 375cc, serial number (B)(4), catalog number 3501660. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result patient scheduled for bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 5/8/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the original implant date is (B)(6) 2005. Per new information replacement device are as follow: left catalog number 3503254bc, lot number 7561947, serial number (B)(4). Right catalog number 3503254bc, lot number 7561947, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior view extending to the anterior. A rent measuring less than 0.1 cm was discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).